Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance while advancing the ace68 through the carotid siphon within the patient. The physician then again felt resistance while retracting the ace68 after making one pass within the non-penumbra sheath. Upon removal, the ace68 was stretched. It was reported that the patient¿s anatomy was angled strongly. The procedure was then completed using a new ace68 and a stent retriever with the same sheath and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace68 was stretched approximately 112.0 cm from the hub. The total length of the stretched ace68 is approximately 134.0 cm. Conclusions: evaluation of the returned ace68 confirmed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. In addition, the resistance felt during advancement may have caused damage to the ace68. This damage likely contributed to the resistance felt while retracting the device out of the non-penumbra sheath. The root cause of the initial resistance may have been due to severely tortuous anatomy. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.